Manufacturer narrative:
A2: unk, a4: unk, a5: unk, a6: unk, b3: unk, d4: expiration date unk, d6a:unk, d6b: unk, h4: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an evo icl implantable collamer lens, into the patients right eye (od). The patient complained of a blurry spot in her eye. The lens remained implanted. Additional information has been requested but none has been forthcoming.